Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial (ra) lead failed to extend after the physician applied the required number of rotations. Repeated repositioning was performed as the physician was unable to obtain the required parameters, but the helix still would not extend. The ra lead was not used and replaced. The patient remained stable throughout the procedure.